Event description:
Pt contacted dexcom technical support on (B)(6) 2011 to report that he has been admitted to the ER due to a hypoglycemic episode (bg: 57 mg/dl) during which his cgm was reading ¿low." Although his cgm was vibrating, his audible alarms did not sound. Pt did not receive treatment at the ER since he had already injected a sugar tablet but states that he felt nauseous, dizzy and suffered from a migraine during his hypoglycemic episode. During his call to dexcom technical support, pt reports feeling fine.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.